Manufacturer narrative:
It was reported that there were inaccurate internal pressure readings through the disposable cable (hls cable). The failure occurred during preventive maintenance. A getinge service technician (fst) was sent for investigation and repair on 2022-05-11/13. The hls cable was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Another disposable connection cable with the same failure was investigated by getinge life cycle engineering on 2021-08-30. The root cause for the reported malfunction could be traced back to a missing electrical connection within the cable. The root cause for the missing connection is a broken wire within the cable, which most likely originated from external force. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2022-05-13 for the period of 2016-12-01 to 2022-05-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-12-01. Based on the results the reported failure " inaccurate internal pressure readings through the disposable cable (hls cable)" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).